Manufacturer narrative:
The syncardia tah-t instructions for use warn against touching the tah-t device components with sharp-edged objects and to be careful with closing items, such as belt buckles. The pt was successfully transplanted on (B)(6) 2011. Syncardia has requested that the explanted tah-t and cannula be returned to syncardia for evaluation. The results of the evaluation will be provided in a supplemental MDR.

Event description:
Syncardia's (B)(4) distributor, (B)(6) cardiology, reported the following: pt (B)(6) was implanted with the syncardia temporary total artificial heart (tah-t) on (B)(6) 2010 at (B)(6). On (B)(6) 2010, he was discharged to home with the syncardia freedom driver (ce approval on (B)(6) 2010). On (B)(6) 2010. (B)(6) hospital notified (B)(6) cardiology that pt (B)(6) had an air leak from a hole in the right ventricle cannula in the area of the wire reinforcement. The hospital reported that the pt experienced a lower cardiac output, and he was re-admitted to (B)(6) hospital. The hole in the cannula was repaired at the hospital with special tape that vulcanized the leak and plastic tubes around the area for stabilization. The hospital reported that there was no permanent adverse impact on the pt, and that the likely cause of the hole was the cannula rubbing on the patient's belt or pants.